Event description:
Last month, the syringe used to administer tube feedings in neonates via the medfusion syringe pump was noted to have a very "loose" plunger, which is abnormal when compared to other syringes of the same brand. Upon the observation of the tube feeding, the liquid had run onto the floor under the infusion pump.